Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation was not performed.

Manufacturer narrative:
Additional manufacturer narrative: additional evaluation was conducted by engineering whose findings include: labeling is adequate. Based on the product evaluation, the root cause of the severe mitral central regurgitation was suture looping. Trend is in control. There are no indications of a manufacturing defect. CAPA and pra are not required. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards¿ valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. The tricentrix holder system, assembled with this mitral valve during the manufacturing process, is designed to minimize suture or chordae entrapment, ease insertion and increase leaflet visibility. IFU review for the carpentier-carpentier-edwards perimount plus pericardial bioprosthesis was performed. The IFU adequately provides instruction on what the tricentrix holder system is, what handle should be used with the holder when implanting this valve, how to deploy the tricentrix holder system and what to assess to confirm proper deployment, how to implant the mitral valve with the tricentrix holder in place, how/when to remove the holder including instructions if the surgeon needs to remove the holder while tying the annular sutures because the holder obstructs the surgeon¿s view, and what to look for to assess for suture loop or chordae entrapment.

Manufacturer narrative:
The root cause of this event cannot be confirmed with the available information. The device has not been returned for evaluation and echocardiographic images were not provided. However, it appears that patient and/or procedural related factors caused or contributed to this event. It was noted that the subvalvular apparatus was the cause of the reported insufficiency. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this bioprosthetic mitral valve was explanted being implanted for approximately one (1) day due to severe central regurgitation. As reported, the issue was observed on echo. Per surgeon, there was not any problem with the valve. When the surgeon explanted the valve, one (1) leaflet was torn; however, the surgeon believed he caused it during explantation of the valve. Per medical opinion, the subvalvular apparatus was the cause of the reported insufficiency. The device was replaced with a non-edwards bioprosthetic valve. It was learned that patient expired the following day of the procedure.

Manufacturer narrative:
Device was returned and evaluated. Report of regurgitation was visually confirmed due to suture loop. Customer report of damaged leaflet was confirmed. As received, leaflet 1 had a 4mm cut near commissure 1 and leaflet 3 had a 5 mm cut near commissure 1. The leaflets cuts appeared to have been caused by suture loop. What appeared to be suture track indentations were observed at the free margin of leaflets 1 and 3 at the cut location. In addition, creases were observed on leaflets 1 and 3 near commissure 1, and cloth imprints were observed on leaflet 1 near commissure 1. Xray demonstrated wireform intact. Sewing ring and cloth had multiple cuts around the valve. The wireform was exposed near commissure 1 at the inflow aspect.